Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent extraperitoneal vaginal vault suspension, pop repair and cystourethroscopy due to vaginal vault prolapse, pelvic relaxation and mixed urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary/ bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2010, along with placement of sis (small intestine submucosa) biologic graft due to mesh protruding into vaginal wall. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/09/2016.